Event description:
Procedure type: lap colon. Patient gender: unknown. According to the reporter: the balloon exploded during use. Used another device and procedure was completed. Nothing fell into patient's cavity. No patient injury was reported.